Event description:
Complainant alleged that the clinicians were pacing a patient (age and gender unknown), but the device paced that patient at a rate that was about ten pulses per minute faster that the ppm rate was set on the device. The clinicians then adjusted the rate, using the screen display, to the set the desired ppm rate. The complainant indicated the there was no adverse effect on the patient as a result of the reported malfunction.